Event description:
The customer reported that the system image would go black. No pt injury was reported.

Manufacturer narrative:
The ge service rep performed an onsite investigation. The service rep replaced the left monitor assembly and control panel processor. The system was tested and found to be working as intended and put back in service.